Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the cardiac hematoma and subsequent cardiac tamponade cannot be determined. However, patient factors such as anatomical calcification and procedural factors such as balloon expansion may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
As reported through (B)(4) registry, during a transfemoral tavr procedure, post deployment of a sapien 3 valve, the patient suffered a cardiac tamponade and a pericardia hematoma, therefore a surgical intervention was performed to evacuate the hematoma. As reported, the event required a prolongation of the hospitalization and was resolved. As per primary investigator, this event was related to the procedural access.

Manufacturer narrative:
Updated information provided and determined that the pericardial tamponade was caused during the pacemaker implant procedure. In this case, there is no report of adverse event related to an edward¿s device. This report is associated with report # 2015691-2015-02399.